Manufacturer narrative:
Product event: (B)(6). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a case, staff reported the aquamantys device delivered higher tissue effect then intended. There was no patient injury reported.